Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the capture threshold had increased and the sensing had decreased on the right atrial (ra) lead. The physician suggested patient ambulation may have caused a micro-dislodgement, leading to an increase in capture and a decrease in sensing. The device was reprogrammed and the patient was stable and will continue to be monitored.

Event description:
New information was received indicating that there was still high capture threshold and a decrease in sensing on the right atrial lead. The lead was repositioned and the patient was stable.